Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 17241536 / 17234390.

Event description:
The patient reported experiencing severe pain and weakness in the lower extremities, which led to a fall and subsequent hospitalization. The physician suspected a spinal infection, prompting a hospital stay for culture tests. However, these tests returned negative, and the patient was discharged. Shortly thereafter, the patient returned to the emergency room due to persistent severe pain and weakness in the lower extremities. It was unknown if patients fall was device related.

Event description:
The patient reported experiencing severe pain and weakness in the lower extremities, which led to a fall and subsequent hospitalization. The physician suspected a spinal infection, prompting a hospital stay for culture tests. However, these tests returned negative, and the patient was discharged. Shortly thereafter, the patient returned to the emergency room due to persistent severe pain and weakness in the lower extremities. It was unknown if patients fall was device related. Additional information was received that the patient was also experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned as they were kept by the medical facility.